Event description:
Leukocytosis was likely inflammatory following rvad decannulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure, renal failure, cardiac arrhythmia, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Additionally, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022, after index procedure, the patient became anuric and was started on continuous veno-venous hemodialysis from (B)(6) 2022 they were then transferred to sustained low efficiency dialysis on (B)(6) 2022. Due to blood loss anemia from surgery the patient was transfused a total of 4 units of packed red blood cells (prbc) on (B)(6) 2022 during revision of right ventricular assist device (rvad). The patient showed signs of hemolysis on (B)(6) 2022. The patient was transfused with 1 unit of prbc's on (B)(6) 2022 and another on (B)(6) 2022. Positive guaiac stool test was noted on (B)(6) 2022 and the patient became slightly hypotensive on (B)(6) 2022 and vasopressin was initiated. The patient's white blood cell count was elevated on (B)(6) 2022 and was started on empiric linezolid and cefepime. Blood cultures and (B)(6) nasal swabs were negative. The patient was placed on a proton pump inhibitor on (B)(6) 2022. The patient failed to wean from inotropic support within 14 days of lvad implantation. On (B)(6) 2022 the patient developed a new nosebleed and was coughing up small amounts of blood. Afrin was ordered and proton pump inhibitor was increased to bid until guaiac negative bowel movement. Hemoglobin was 7.8. The patient had a previous history of atrial fibrillation and had atrial fibrillation with rapid ventricular rate in the 140-160's on (B)(6) 2022. The patient was given two 150 mg boluses of amiodarone and was started on 400 mg amiodarone 3 times daily. Related MFR #: 2916596-2022-01593.